Event description:
The port needle displaced and chemo (cyramza) leaked onto the patient's shirt. The needle caused an infiltration, dripping out the side (it should not do this) as well as squirted straight out the tip, as it should. No infiltration antidote is known for this drug. It is not an irritant or a vesicant.